Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up check on (B)(6) 2020. Upon review, the pacemaker showed battery longevity estimate of 3.75 to 5.25 years. On (B)(6) 2020, patient presented in clinic again for a follow-up check. Upon review, the pacemaker had exhibited elective replacement indicator on (B)(6) 2020. The pacemaker was explanted and replaced on (B)(6) 2020. No patient consequences.